Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient remained on inotropes and vasodilators for longer that 7 days post implant. The patient developed rhf. The patient also developed post operation pulmonary insufficiency, requiring bi-level positive airway pressure (bipap) after extubation. It was noted that the patient had a history of obstructive sleep apnea (asa) and continuous positive airway pressure (CPAP) use at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU lists respiratory failure and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event,

Event description:
It was later reported that the patient was weaned off epinephrine and veletri (epoprostenol) on (B)(6) 2022 and milrinone was discontinued on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.